Manufacturer narrative:
The insulin pump was received with cracked/bleeding lcd glass. It was unable to perform the displacement test and self test due to cracked and bleeding lcd. Device had minor scratched display window. (B)(4).

Event description:
Customer's mother reported via phone call that the screen on the insulin pump is cracked and has a p[atrial display. Mother did not know how the damage occurred. Blood glucose value was 59 mg/dl. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.